Manufacturer narrative:
The reported implant date is (B)(6) 2018, but this is before the device manufacturing date. Follow up is being done to obtain implant date clarification. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the ins reset after interrogation with the tablet. The device was implanted in (B)(6) 2018 and when interrogated, it was just like it was implanted today with no information, like a new ins. No historic available. The manufacturer representative introduced all the information and it was started again. There was no problem. The ins was then interrogated a second time, and the information indicated that the ins was implanted today but had historic again. Reports were available. There were external contributing factors. Device reprogramming was the action taken to resolve the event. The issue was resolved at the time of this report. No surgical intervention occurred, nor was planned. The patient was alive with no injury. No further complications were reported or anticipated.